Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 10.5 cm distal to the is-1 connector pin. Both fragments were returned and subjected to an extensive analysis. In the course of the analysis, multiple signs of wear along the lead body were found. The conductor cable to the ring electrode was found fractured 9 cm distal to the is-1 connector pin. This damage can be considered the root cause for the clinical observation. Based on the characteristics as well as the location of the damage it is reasonable to assume that lead was subject to severe mechanical stress in the implanted state. A tight bending angle in the pocket region during the implantation period of more than 9 years should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to loss of capture. No adverse patient events were reported. Should additional information be received, this file will be update.